Event description:
A report was received that the patient was explanted. The reason for the explant was a suspected infection, which later was determined that the patient did not have an infection.. The patient was re-implanted with a new scs system.

Manufacturer narrative:
Patient weight not available. Device was retained by the medical facility. Additional suspect device components involved in the event: model: sc-2108-50m description: linear lead, 50 cm (phase ii) this is the final report.